Event description:
It was reported that soon after implant, the patient complained of no pain relief. The hcp began titrating up the patient's daily dose of dilaudid, but there was no effect. A catheter dye study was scheduled for 2007, but the hcp was unable to withdraw from the catheter, so no dye was pushed. The patient was then scheduled for a revision. The revision took placed nine days later. When the pump pocket site was opened the hcp found that the sutureless connector was incompletely connected to the pump, such that, the internal clear silicone and metal pump connector was tightly connected to the pump and the external white silicone component was pulled off. The hcp attempted to push the white external part back over the metal connector in order to remove from the pump, but was unable, and needed to use a tool (no specific tool reported) to remove the connector. The entire catheter was replaced, and the hcp also prophylactically replaced the pump because he felt the connector may have been compromised during the procedure. The patient recovered without without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.